Event description:
A physician reported that a surgeon faced fluctuations in the eye due to fluidics imbalance in the system while performing the phacoemulsification surgery. During post operative review multiple patients reported striate keratitis, which was treated with drug (unspecified) and the patients condition were currently improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no service requested by the customer. Therefore, an onsite assessment of the product was not performed. Based on the information available, the customer reported event cannot be confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Two potentially relevant complaint were found and reviewed as part of this investigation. The complaints were determined to be irrelevant to this investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a surgeon faced fluctuations in the eye due to fluidics imbalance in the system while performing the phacoemulsification surgery. During post operative review multiple patients reported striate keratitis, which was treated with drug (unspecified) and the patients condition were currently improving. Additional information received confirming that all patients have already recovered now. The surgeon clarified that fluidics imbalance in the system was referred to the imbalance in inflow and outflow of saline solution inside the eyes which created continuous fluctuations making it difficult to perform the phacoemulsification surgeries.